Event description:
It was reported that a homechoice automated pd cassette leaked. This was described as during set up for therapy on a homechoice claria cycler, the home patient (hp) ¿noticed that there was some solution on the gasket¿. This was further described as when the hp ¿took the cassette out there was solution coming out from it and in the gasket¿. This occurred prior to use of the device for automated peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1: the device was manufactured at one of the following facilities: vantive healthcare: mountain home, 1900 n highway 201, mountain home ar 72653, united states. Vantive healthcare: dominican republic, carretera sanchez km 18.5, parque industrial itabo, piisa, haina, san cristobal 91000, dominican republic. H11: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.